Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2018-00049. It was reported that the patient's lead's migrated. As a result, surgical intervention may be undertaken to address the issue

Event description:
Device 2 of 2 . Reference MFR report# 3006705815-2018-00049. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which one lead was explanted and replaced with a paddle lead.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-00049. Additional information identified that patient is doing well. Surgery may be undertaken at a later date, but not planned yet.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2018-00049. Additional information received that the patient had a bad fall in (B)(6) 2015. X rays were undertaken on (B)(6) 2017 which revealed that the right lead migrated down about 3 vertebral bodies and right side coverage was lost. Intraoperatively ((B)(6) 2017) the plan per the physician was to replace the right lead with a new lead, but it could not be accomplished because of the scar tissue (the physician attempted at three different levels). As a result, the procedure was aborted and the old lead was connected back. The patient is referred to the neurosurgeon as a next course of action.

Event description:
Device 2 of 2 . Reference MFR report# 3006705815-2018-00049. Follow-up identified effective stimulation was restored following the procedure.